Event description:
Necrotizing fasciitis complicated with streptococcal toxic shock syndrome resulting in fatal consequence post miradry as noted in publication (legal medicine 58.) Device was used off label.

Manufacturer narrative:
Issue was discovered by miradry on (B)(6) 2022 during a routine review of social media. Issue was published in legal medicine 58. No additional patient, practice, device, or treatment information was provided in the article. Device was used off-label.